Event description:
A vns patient posted on (B)(4). The patient reported that they had their vns implanted in o(B)(6) 2011, to totally get rid of seizures and auras. She had on average 2 - 3 seizures a year and several auras each month. Not a lot of seizures, but a risk never the less and she was planning to fall pregnant. In (B)(6) last year she did fall pregnant and her baby was born in (B)(6) 2012. She reported that she started having a seizure almost every month after she fell pregnant. She thought it could be the pregnancy causing them, however, after her baby was born she had another 2 seizures last year. She is thinking of trying to stick to the 2 year plan to see if the vns does start working, but reported it's really depressing to see that she got worse. She does know that the pregnancy and hormones could be a cause, but her patience is running out. The patient was asked to follow up with her treating physician. At this time the patient's treating physician is unknown. The relationship of their events to their vns is unknown at this time.